Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and the brake mechanism assembly to resolve the issue.

Event description:
The technician alleged the brakes ratchet while in brake mode. No patient impact.